Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was an inquiry regarding the wavelets not loading. It was determined low amplitude r waves from the right ventricular (rv) lead were the root cause. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.